Event description:
Medtronic is investigating reports of the device losing power due to a normally depleted battery. The device has displayed the low battery indications normally prior to use of the device.